Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was found at pd treatment complete. The caretake said there was a balloon valve leak warning during set up, so the machine was reset-up and treatment completed, but when the cassette was removed there were drops of solution on the domes inside the cassette door. In a follow up, the patient reported that there was no harm, adverse event or intervention due to the fluid leak. The patient received a new cycler and has been using it without any further issues. The cycler is not available to return as a sample.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was found at pd treatment complete. The caretake said there was a balloon valve leak warning during set up, so the machine was reset-up and treatment completed, but when the cassette was removed there were drops of solution on the domes inside the cassette door. In a follow up, the patient reported that there was no harm, adverse event or intervention due to the fluid leak. The patient received a new cycler and has been using it without any further issues. The cycler is not available to return as a sample.